Manufacturer narrative:
Exact cause of the exhibited situation is unknown. No product or x-rays were returned for evaluation. Device history records indicate manufacture to specification.

Event description:
It is reported by patient that left total hip arthroplasty was performed in 2004. Post-op, the patient developed infection and was revised in 2005, wherein the shell and liner were exchanged. Post revision, the patient experienced pain and instability. A second revision ensued in 2006, wherein pieces of wire and a fracture of the polyethylene liner were noted.